Manufacturer narrative:
Device is still implanted. Device MFR date is unk.

Event description:
On 04 dec 2007, the sales rep reported that on approx two and a half months earlier, during a seven mo f/u visit to the surgeon, it was noticed on x-ray that the last screw of the construct from a 3 level cervical fusion performed on ten months prior to original date, was backing out. Add'l info rec'd on 14 dec 2007 via telephone, the sales rep reported that the surgeon did not have plans to do a revision at this time.